Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that during a gynecological procedure, there were intermittent occasions where there was no cutting from the device and the customer had to manually hold the disposable in place at the cpc connector to get the device to cut. The case was completed with no patient consequences.